Manufacturer narrative:
The initial reporter was getinge service technician. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Additional information will be provided following the conclusion of the investigation.

Event description:
On 19th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance it was found that suspension junction cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The initial reporter was a getinge service technician. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance it was found that suspension junction cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance it was found that dust and rear covers were missing from device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance it was found that dust and rear covers were missing from device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on an information gathered, the defective covers were replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Root cause analysis was performed by subject matter expert at manufacturers. As they stated, maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance it was found that dust and rear covers were missing from device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.